Event description:
It was reported that the patient received appropriate hv therapy on (B)(6)2010. Around midnight one or more of the therapies was not successful. The patient expired while receiving ongoing vf therapy. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. Review of electrograms printouts showed that rhythm appears to be on the borderline of agonal.